Event description:
General report received of a unspecified number of undocumented incidents of tubing ruptures while in use with power injectors with subsequent blood loss. The medrad power injectors were set to deliver visipaque contrast media at 300psi and at a rate of 5ml/second. After unspecified lengths of time in use, the tubings "exploded" and contrast media sprayed. A small amount of blood loss was noted. In each case, the extension sets were replaced with high pressure extension sets and the procedures were completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account mgrs were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.